Event description:
The product was evaluated. An external visual inspection was performed and found that sensor wire was missing from return. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.